Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was "having a hard time charging the pump." There was no reported adverse impact to customer's blood glucose. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.